Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.2 mm x 15 mm x 141 cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.